Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice automated pd set with cassette had holes and cuts. The patient reported that they did not notice the damage until unwrapping the tubing and setting up on the machine. The first time they saw the damage, they thought it was only in the drain tubing, and was not an issue, so they still used the cassette for peritoneal dialysis therapy. The patient then had a lot of gas during therapy. The patient did not experience any other symptoms. The patient did not use any of the other defective cassettes they found. There was no damage or visible abnormalities to the packaging. The patient started using a new case of cassettes with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.